Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Evaluation summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was not fully functional, with no high current drain. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Hybrid analysis could not identify a cause for the depleted battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 407645 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced an electrical reset. After clearing the reset, the battery voltage was reported to be 2.02 v. The device was explanted and replaced. No patient complications have been reported as a result of this event.